Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the capio suture bullet became detached from the suture when the physician "threw" the third mesh leg of the graft. The bullet was not able to be located, and it is not known if it remains inside the patient's body. The physician opted not to use the pinnacle device for this case, and instead performed a colporrhaphy on the patient, which helped resolve the vaginal defect. The physician also decided the patient will need a hysterectomy at a later date. The patient's condition is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.